Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any patient consequence?

Event description:
It was reported that during a cholecystectomy, trocar with quality deviation, broken at the tip of the cannula. The case was completed with same like product. There were no consequences or impact to the patient.

Manufacturer narrative:
(B)(4).batch # n93f6d. Device analysis: the analysis results found that the d11lt instrument was received with the sleeve melted. This type of damage is consistent with the one produced by an energized device. In order to prevent this kind of damage please avoid the contact with laser, electrosurgical or ultrasonic devices. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.